Event description:
It was reported that this ambicor penile prosthesis (app) cylinder did not inflate as intended. The app was replaced with a new inflatable penile prosthesis (ipp) device. There was no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) cylinder did not inflate as intended. The app was replaced with a new inflatable penile prosthesis (ipp) device. There was no patient complications reported.

Manufacturer narrative:
Upon receipt of the ambicor penile prosthesis (app) at our quality assurance laboratory, the device was thoroughly analyzed. Both cylinders had a hole and broken fabric threads in the proximal end consistent with sharp instrument damage. The cylinders also presented wear at folds in the proximal end and the middle of the cylinder body. The pump did not show any signs of abnormalities. Based on this information, the reported allegations were unable to be confirmed.